Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the left ventricular lead exhibiting loss of capture at maximum output. A chest x-ray revealed that the lead had become dislodged due to twiddlers syndrome. The lead was explanted and replaced. The patient was in stable condition.